Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty flow meter. The device was evaluated and the reported issue was confirmed as it was noted that the unit was primed to fill and after the initial test no flow was observed. The flow meter was replaced. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device would not pass calibration as it failed for both an error 80 (non-recoverable system error) and an error 2 (low flow) . Biomed discussed this could be related to failure of the mixing pumps and circulation pumps. As per follow up information received on 13jun2022, biomed would determine if device would be sent in for evaluation. There was no patient involvement. As per sample evaluation results received on 24jun2022, the arctic sun device was primed to fill during decontamination. It was stated that the circulation pump was disassembled from the motor, and visible inspection observed a crack in the motor housing . It was also stated that they replaced the circulation pump motor as part of the preventive maintenance. As per sample evaluation result received on 07dec2022, the flow meter was being replaced and the tubing was being submerged in the treat tank water, after a period of time expands in width and length and is out of specifications. As per sample evaluation result received on 24mar2023, it was reported that the tank tubing such as l shape formed tube and double bend tube were expanded. It was noted that the l shape formed tube and double bend tube were replaced.

Event description:
It was reported that the arctic sun device would not pass calibration as it failed for both an error 80 (non-recoverable system error) and an error 2 (low flow). Biomed discussed this could be related to failure of the mixing pumps and circulation pumps. Per follow-up information, received on (B)(6) 2022, biomed would determine if device would be sent in for evaluation. There was no patient involvement. Per sample evaluation results, received on (B)(6) 2022, the arctic sun device was primed to fill during decontamination. It was stated that the circulation pump was disassembled from the motor, and visible inspection observed a crack in the motor housing. It was also stated that they replaced the circulation pump motor as part of the preventive maintenance. Per sample evaluation result, received on (B)(6) 2022, the flow meter was being replaced and the tubing was being submerged in the treat tank water after a period of time expands in width and length and is out of specifications.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.